Manufacturer narrative:
Exemption number: e2014018. Explant date is unknown. Information regarding removal/retrieval of product from patient has been requested. Investigation on-going at manufacturing site; results to be provided in supplemental report following completion of investigation.

Event description:
Country of complaint: (B)(6). It was reported that during surgery, the ceramic insulation of a bipolar dissection device broke and pieces went into the patient. The device was reportedly recently repaired (service provider was not reported) and used twice. No additional information provided to date; information has been requested and will be provided in a supplemental report if/when recieved.

Manufacturer narrative:
Investigation: the components have been examined visually and microscopically with a keyence vhx-5000 digital microscope and a pansonic dmc tz8 digital camera. We made a visual inspection of the shaft maryland grasping forceps pm438860. Here we found a bent thrust pm433204. Additionally we found a cracked blue ceramic and unknown deposits. Furthermore we found a cracked grey ceramic and a broken off area. We also found misaligned jaw parts. We found a heavy bending of the outer tube. Additionally we found grooves and scratches. Conclusion and root cause: the root cause of the problem is most probably usage related. Rationale: according to the quality standard, a production error and a material defect can be excluded. Investigations lead to the assumption that the ceramic breakages, the misaligned jaw parts and the bent thrust were caused by an improper handling due to a mechanical overload situation. There is the possibility of torsion or high leverage with the instrument. Investigations lead also to the assumption that the scratches and grooves on the outer tube pm973r were caused due to other instruments or an impoper handling. There is the possibility for disruptive discharges if the outer tube have scratches, grooves and fine cracks. No CAPA is necessary. Corrections: this is not an implantable device, an implant date was recorded erroneously.

Event description:
The surgeon removed the part that was released from the forcep (pm408r). This incident caused a delay of 10 minutes for the surgery. There was no need to proceed with a new surgery for the patient and there wasn´t need to use rx or other means. The event occurred at the end of the surgery, so there was no need to use another forcep.